Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the patient experienced a drop in blood pressure. The lead was noted to have perforated the heart. A pericardiocentesis was performed and the patient received a pericardial drain. All lead measurements were noted to be stable and the pocket was closed. Three hours post pocket closure, the ra lead exhibited increased threshold measurements and loss of capture (loc) in bipolar configuration. The physician elected to program the device to vvi 50. No additional adverse patient effects were reported. This product remains implanted.